Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to submental, lower and upper abdomen, arms, and flanks and was diagnosed with paradoxical adipose hyperplasia.

Manufacturer narrative:
The coolsculpting user manual states that the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen, flanks, bra rolls, arms and submental area on (B)(6) 2021 using the cooladvantage coolmini system applicators, who developed paradoxical hyperplasia (ph) after treatment. Umbillical hernia was additionally reported.